Event description:
The director of the breast department reported that a patient was implanted into the infusion port. After three treatment cycles, the patient could not draw back blood during maintenance and drew out some brown substances. After filming, it was found that the catheter at the infusion port had been broken, with the head end in the atrium and the end in the inferior vena cava. After the intervention, the catheter was taken out, and the patient had no discomfort.

Manufacturer narrative:
Batch history review: we have checked the manufacturing file of the involved device which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in november 2020. Investigation results: we received for investigation one celsite st305 access port with its catheter and connection ring. The access port housing is occluded by dry blood, as well as the connection ring. The catheter is broken into 2 pieces: a 5.5 mm long piece of catheter, still connected to the exit cannula. It presents a lot of cracks and damages. After having removed it from the exit cannula, tooling damages are visible on the metallic exit cannula under the damaged to the catheter. -a 23.4mm long piece of catheter. It presents no visible defect. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. All these measures are compliant with the specifications. Conclusion: -no manufacturing defect has been detected on the returned device. The catheter rupture occurred under the connection ring, the catheter and the exit cannula present damages around the rupture area. According to the above-mentioned information and in view of the location of the catheter rupture, we can hypothesis that the catheter rupture is due to the extension of a catheter damage done during the implantation procedure, probably while mounting the catheter on the exit cannula. Indeed, after the implantation, this part of the catheter, at the level of the exit cannula is protected by the connection ring. This is a rare incident. The IFU gives recommendations to avoid catheter damage during implantation. No corrective action is envisaged.